Event description:
I connected the chemotherapy to the short primary connection on the primary tubing. The pump kept saying occlusion. All of the clamps were open. Rn flushed each primary connection and noted that the short primary connection on the primary tubing did not flush at all. Chemotherapy was disconnected and primary tubing was disconnected and replaced. New primary tubing worked as it should. Chemotherapy re-connected to patient and restarted. Device was disposed of appropriately.